Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high blood glucose (bg) level of 345 mg/dl with small ketones. The customer administered a manual injection to address bg level. The contact reported that the cause of the high bg was unknown. During troubleshooting with tandem technical services the contact reported observing air bubbles. Tandem technical support instructed the customer to consult with their healthcare provider regarding high blood glucose factors.